Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. A pump log review was performed, and it was found that the customer requested and confirmed a manual bolus leading to the decreased bg. Customer had assistance from son who provided carbohydrates¿to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.